Manufacturer narrative:
Any additional information received from the customer will be included in a follow-up report. Third party service technician was unable to verify customer reported complaint. Vent was hooked up on a known good ac power adapter during testing, vent power up with no issues, external power led lit and battery charger led lit. Performed several post test. Ventilator passed every test performed, no inconsistency occurred during power up/power off. Vent passed 148.0 hrs. Of extended test at customer's settings without any unusual alarm or error condition. Performed power on/power off test after extended run-in, vent passed. Vent passed initial final test which include several volume and pressure performance test with no issues. Vent passed initial alarm volume test with no restriction. Vent was opened up and inspected, no anomalies was noted. Event trace download reveals blower demand exceeded alarm condition. The blower demand exceeded alarm condition is not necessarily an indication of a vent failure. It is a safety measure taken by the vent when the blower motor current exceeds a safe level. This commonly occurs when the ventilator is delivering into a large leak in the patient circuit (face mask typically). Since the vent passed all testing, no repair action is necessary. Process ventilator through service to meet all factory specification and standard.

Event description:
The customer reported that their revel ventilator is alarming patient circuit and blower demand while on patient. They noticed he wasn't getting any flow and the vent showed no (vte) exhaled total volume. The patient was transferred to other ventilators. Patient harm is unknown at this time.